Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill four (4) of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a disconnection between the heater line of the homechoice cassette and the heater bag that led to this alarm. Renal therapy services (rts) explained the alarm and its cause to the hp. Rts advised the hp to contact their registered nurse for clinical advise. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.